Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported regarding no delivery alarms. The blood glucose reading at time of call was 480mg/dl, and her blood glucose was treated with manual injections. The customer called back the next day and reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 180mg/dl. The caller stated that she was treated and released four hours later. No further information was provided.